Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed several troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that troubleshooting was performed, and the shock impedance alert was increased. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed several troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.